Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: the complaints lab received one sample. The sample was visually inspected. A clear piece of rubber was found inside the syringe barrel. The rubber was examined. It appeared to be a wire wrapped in rubber insulation. It likely fell into the syringe barrel during manufacturing. Conclusion: bd was able to confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. (B)(4).

Event description:
It was reported that a piece of rubber was found inside a 60 ml bd¿ syringe with bd luer-lok¿ tip. No injury or medical intervention.